Manufacturer narrative:
Investigation: an investigation of this device could not be performed, as the involved product was disposed off by the user facility. The reported problem can occur if one of the following is present: the inner and outer tubes do not have the proper clearance. The inner tube and outer tube have proper clearance; however, the inner tube does not operate freely within the outer tube. Metal to metal contact occurs due to inadequate lubrication to bearings as well as shell. Excessive lateral forces are applied during use to the blade or the tip.

Event description:
The customer reported that during use of this shaver blade in an arthroscopic elbow procedure, metal shavings were observed in the surgical site. F/u with the customer found that not all metal shavings were retrieved though irrigation and suction. There was no report of serious injury or significant surgical delay related to this event. The surgery was completed using another shaver blade.